Manufacturer narrative:
The device was received for evaluation. During evaluation, a blank/white screen was confirmed through visual review. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the defective alternating current (ac) power adaptor. The ac power adaptor requires replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device displayed blank/ white screen. No additional information is available.